Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and keypad anomaly due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and had button issue. Customer stated that the insulin pump had open book image. It was also reported that insulin pump had error before open book image on screen. Customer was reported that the buttons were not responding. Customer was assisted with troubleshooting. It was also reported that insulin pump had frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.